Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields:h2, h4, h6, h11 the device was not returned to olympus for inspection because there was a field service engineer that analyzed the product and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: connector pin damaged based on the results of the investigation, the most probable cause of the complaint is non image display and connector pin damaged should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device did not display image. There were no reports of harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.